Event description:
The reporter indicated that in 2002, the pt presented to the emergency room and received a shot of demerol/phenergan for nausea and the constant pressure pt feels in the left side of their head. Pt stated that the device stimulates irregular; therefore, pt taped the magnet over the device to stop the therapy. Three days after deactivating the device, the pressure on their left side of their head subsided. The reporter also stated that the pt wanted the vns device turned off. The pt is willing to talk about reprogramming their device on at a later date. Physician records indicated that the pt visited the epilepsy clinic in 2002 because pt felt that the device was coming on erratically. In association with that, pt started having a sensation of pressure over the left temple. The physician recommended placing the magnet over the simulator to turn it off. The pt did this and the symptoms subsided. The generator was evaluated and it was determined that it was stimulating more frequently then what it was set to.